Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported keeps displaying "g" when typing in drug library which was confirmed during evaluation. Evaluation opened the drug library, typed and observed the device kept displaying g no matter what button was typed. The cause was determined during a visual inspection to be the keypad was physically damaged. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump keeps displaying "g" when typing in drug library. There was no patient involvement. No additional information is available.